Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the insulation was abraded at 18.5 cm to 20.2 cm from the connector pin which exposed the outer coil.

Event description:
This report is to advise of an event observed during analysis.